Event description:
The customer contact reported the pump delivered less IV fluid than intended. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use. During testing at the user facility, the device delivered less than expected.